Event description:
Additional information stated the patient was unable to achieve telemetry between the device and his patient programmer or the physician programmer. A power on reset (por) condition was also reported. It was reported the patient experienced an overdischarge. It was noted the patient experienced a ¿loss of stimulation due to overdischarge.¿ it was reported that a physician mode recharge (pmr) was performed by the patient¿s physician.

Event description:
On (B)(6) 2013 it was reported that the patient's recharger was unable to read his implantable neurostimulator (ins) after getting up to answer the door while he was charging. It was stated that the patient was unable to have the programmer read the ins with or without the antenna. It was later reported on (B)(6) 2013 that after implant "a while ago", the patient fell backwards and "hit his back." It was stated that the last charging session was on (B)(6) 2013 and his ins was ¾ full and that was the last time he felt stimulation. It was stated that the patient was not feeling stimulation at the time of report. It was noted by the patient that he usually charged once a week and usually got "4 boxes, or less if he moved." The patient also stated he had stimulation on during the day and off in the night. It was also noted that the ins moved to the "back of ribs." Reportedly the patient was still unable to get communication between the programmer and ins, and had unsuccessfully tried the antenna locate feature three times. The patient was redirected to their healthcare provider and if additional information is received, a supplemental report will be filed.

Event description:
Addtional information reported the patient's implant was "kind of caught" and it was "up on the back of their ribs."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).